Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient disconnected the driveline. The longest disconnect reported was 6 minutes and 33 seconds in which there were also multiple episodes of external power disconnect lasting less than a minute. The patient presented with elevated creatine kinase. The patient was experiencing rhabdomyolysis secondary to self medicating, and subsequently disconnected the drive linen while in a "dream like" state. No further information was provided.